Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: review of the black box data and alarm history revealed no activity outside of normal use and no records of short battery life. On examination, the battery compartment was noted to have 2 cracks in it; at the threads on the side of the pump and from the threads down to the grip. There was moisture corrosion present inside the battery compartment and on the battery cap. The battery cap was able to be secured properly to the pump for testing. A leak test was performed and revealed a battery compartment leak. On investigation, the pump did not power on and was completely unresponsive. The complaint of short battery life was not able to be investigated due to the pump¿s unresponsiveness. The pump was opened for investigation and did not reveal any evidence of moisture inside the pump and the power circuit was found to be intact without damage or defect.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a power issue involving shorter than expected battery life in a pump that reportedly has a cracked battery compartment and moisture inside the battery compartment. The reporter stated the battery cap has never been replaced on this pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issues remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.